Event description:
On (B)(6) 2011 it was reported the patient obtained several elevated blood glucose readings. During this time period the patient did not report experiencing any symptoms of high or low blood glucose levels. The week prior to this, the patient had been ill with the flu. On (B)(6) 2011 the patient's fasting blood glucose level was 319 mg/dl, 556 mg/dl in the afternoon and 469 mg/dl in the evening. The patient changed the infusion site and has also corrected her blood glucose levels with an insulin pen. Troubleshooting revealed no issues with the infusion set or the infusion site, no air bubbles or leaks, the pump settings and date/time were correct and all basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump; therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump information for the complaint date has been overwritten, unable to duplicate the complaint.the pump passed the 29 hours flow test required test and was found to be delivering accurately. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates.